Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient presented to the emergency room with bradycardia. As was observed by multiple physicians, the device had stopped pacing and was no longer capturing. Interrogation of the device revealed the thresholds and parameters appeared normal. The patient was immediately admitted to the ICU and temporary pacing was administered. The patient improved with the temporary pacing application and was released within a few days. The status of the device is not known at this time. Additionally, it was not immediately clear if the patient remained externally paced after he was released. No further patient complications were reported.